Event description:
Reportable based on device analysis completed on 16nov2023. It was reported that visualization issues occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified right coronary artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but the image was dark and unclear. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition was fine. However, device analysis revealed the imaging window was twisted and entangled with the guidewire.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window was twisted and entangled with the guidewire. Microscopic inspection revealed the guidewire exit port and tip were in good condition and that the imaging window was also kinked. Impedance testing showed an electrical open at the proximal end of the catheter which x-ray showed was due to a broken coax cable at 130 cm to 140 cm. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted.